Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(6). No complaint received with return of device. Failure observed during analysis. External insulation abrasion was found at 7.5cm-9.0cm from distal tip consistent with lead friction to another device. Internal insulation abrasion was found at 35.2cm-36.2cm from distal tip. Etfe coating was breached at both locations. Insulation damage was found at 48.2cm from distal tip consistent with clavicle crush damage.